Manufacturer narrative:
Other, other text: device evaluation: the device was not returned for analysis. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the tubing snapped between the cassette and the extension set. There was no patient injury.